Event description:
It was reported that the patient experienced diaphragmatic stimulation, and the left ventricular (lv) lead exhibited high thresholds. Additionally, the atrial lead exhibited low impedances. The lv lead was explanted and replaced and the atrial lead was explanted but not replaced, as the patient was determined to be in atrial fibrillation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4058m52 lead implanted: (B)(6) 1994; 5024m-58 lead implanted: (B)(6) 1994. (B)(4).